Event description:
It was reported that the ceramic insulation broke off, but was retrieved.

Manufacturer narrative:
The tip breaking (ceramic) condition was confirmed on the returned unit. The detached ceramic portion was returned. Probable root causes for the reported condition can be associated, but are not limited to: non-conforming component. According to the device history record review, the lot was manufactured according to specifications. Poor assembly process. In addition, a 30x inspection of the probe¿s tip assembly is performed on all the probes during manufacturing. According to the activation history the unit was activated (B)(6) times (not including the first five activations), for activated at least (B)(6) times ((B)(6) plus the first five) or more, which is the maximum activation instances data storage for a minimum of 94 seconds for coagulating and cutting tissue at a maximum power level setting of 7 (power setting range is 0-7).which indicates that the unit was assembled properly and was fully operational for an extended period of time, before the condition was observed. Therefore, a possible workmanship (assembly) related condition is a less likely possible contributor based on the line controls and device history record review and returned unit¿s activation history review. Misuse. The probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides protection to the tip of the probe. In the event that the probe is delivered to the customer with a damaged tip, then the unit must be discarded before use. The returned unit showed no evident signs that it could have been used for the mechanical displacement of tissue or bone, as a prying or scrubbing tool, and that excessive force was used during surgery, exceeding the part strength per design, which can result in the damage observed and which is contraindicated as per user instructions for the serfas energy probes family (p/n (B)(4)). The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the ceramic insulation broke off, but was retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.